Event description:
The manufacturer received information alleging that during preventive maintenance, the device failed the active exhalation verification test step during testing. There was no serious patient harm or injury that occurred or was reported. The device was not in patient use. Onsite service provided, proportional valve and three-way solenoid valve replaced to address the issue. Testing performed again and device failed again, but for the system leak/low-flow o2 verification test step. Low flow o2 tubing was replaced to address the issue. Device passed all test and verification.